Event description:
It was reported that the patient's blood glucose levels reached 306 mg/dl while wearing the pod between 4 and 24 hours. Patient stated there was condensation in the window and the cannula dislodged from the infusion site (abdomen). As treatment, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodgement of the cannula. Although no damage was observed, the exact cause of the reported dislodging could not be conclusively determined. Insulin was observed on the needle weld viewing window. However, this did not affect the functionality of the device. No actual insulin was observed within the device. The downloaded data did not show any timeouts or drive stalls during the pod's run. Further investigation of the device discovered cracks were observed on the top housing. Although damage was observed on the top housing, this did not affect the functionality of the device.